Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. Based on the results of the investigation, it is likely the reported issues occurred due to fluid invasion in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a scope communication error (b30 error). The issue was found during set up/inspection for use for an unspecified procedure. There were no reports of patient involvement.